Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data error code. Device data was sent to rhythmcare for review. Data review determined that the recorded error was a benign corruption. This device remains in service. No adverse patient effects were reported.